Manufacturer narrative:
It was reported that a polarstem size 3 lat ti/ha does not match with the corresponding trial and a bigger size had to be used. The claimed article, which intended use is in treatment, was sent back for investigation. The returned stem was visually analyzed. There weren't any deformation or abnormalities detectable. Furthermore the returned stem was dimensional inspected. The sections for size identification were measured, all measurements are in spec. No other complaint found for the reported batch number. There's a risk which mentions a possibility of a backlash more than 1mm between rasp and stem, which could lead to an improper bone growth or instability of the stem by implanting. The risk considered to be low by s+n. No deviation found in the corresponding batch record. The stem was measured according to specification and no dimensional abnormalities was determined. There's no indication that the stem did not match the specification at time of manufacturing. After these investigations the root cause for the reported failure remains undetermined. S+n will monitor this device for similar issues.

Event description:
It was reported that a size 3 stem was extremely easy to knock in. Surgeon had to upsize to size 4 stem which matched the trial more closely. Delay no greater than 30 minutes was recorded.